Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the patient made a mistake¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with injection fortum, 1 gram, intraperitoneally (ip) and injection vancomycin, 1 gram, ip. At the time of this report, antibiotic treatment was ongoing, the patient remained hospitalized. Dianeal therapies were ongoing. The outcome of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. No additional information is available.

Manufacturer narrative:
The peritonitis was manifested by vomiting and ¿anorexia¿ (no further detail was provided). On an unreported date, the treatments with fortum and vancomycin were discontinued. One day after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.